Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was scheduled for a pocket revision because the right atrial lead had migrated from under the device to an uncomfortable position under the skin. During the procedure, an insulation defect was identified and confirmed with low lead pacing impedance measurement. The lead was explanted and replaced. The patient was stable.